Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with tumescent infiltration pump. The customer states that during procedure tumescent pump was not functioning properly. It was pumping the tumescent fluid, but at a very slow rate. The volume knob was moved to a higher flow rate, but the pump still functioned slowly. The physician had to revert to using the 30cc syringes to inject the tumescent at that point. The procedure was completed with no adverse pt events. The customer switched the foot pedal with their other pump and that fixed the problem. No medial intervention.